Event description:
It has been reported that the end user's granddaughter was standing on the tubes where the anti-tippers go and accidentally tipped the wheelchair over with the end user in it. He bumped his head but he was alright.